Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a motor error on the insulin pump. Her blood glucose was 186 mg/dl. There was also a crack mentioned that was described as 1/4 of an inch on the lcd screen in the right hand corner. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.